Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds, high in-range impedances, decreased sensing and loss of capture. A revision procedure was performed to replace the lead due to suspicion of exit block as no medical explanation for the observations could be determined and no anomalies were observed via x-ray. In the process of implanting a new rv lead, this lead became damaged. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection confirmed a cut in the insulation approximately 410 mm from the terminal pin. In this area, the distal high voltage cable had exited the insulation and was looped outside of the lead body. The distal high voltage cable had fractured approximately 65 mm from the lead tip and the proximal side of the fracture was pulled back to the area approximately 230 mm from the lead tip. The lead was noted to be extremely stretched and curled along its length, indicating it had been pulled with some force. The lead was examined by an optical light microscope and a scanning electron microscope with an energy dispersive spectrometer (sem-eds). Results confirmed the high voltage cable became fractured due to ductile overload (i.e., the lead was damaged due to the pulling force required to remove it). Due to the damage sustained during the explant procedure, the root cause for the reported clinical observations could not be determined.